Manufacturer narrative:
The reported oad was received at csi for analysis. When the oad was connected to the saline pump, no flow was observed through the handle assembly or saline sheath. Visual and destructive analysis of the oad nose cone fluid port found it to be blocked by adhesive. The nose cone assembly was cross sectioned, which revealed that the nose cone hypotube was not fully seated. This allowed adhesive to wick into the nose cone fluid port and block the flow of saline. There was no other damage or abnormalities observed with the device. Final functional testing of the oad performed prior to packaging includes an air flow test through the device. Devices that fail to meet these evaluations are discarded. At the conclusion of the device analysis investigation, the reported event was confirmed to be due to a manufacturing issue related to the nose cone hypotube. The device history record for this oad lot number has been reviewed. One oad from this lot was discarded due to a failure of the final functional air flow test. As devices that fail final functional testing are not retained, it is unknown if this was related to the findings of the reported device. (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The diamondback peripheral orbital atherectomy device would not flush properly and saline was not reaching the end of the device. No visible blockages were noted. The device was replaced to complete the procedure and no patient complications were reported.